Event description:
According to the reporter: occurred during an open whipple procedure. When the manual stapling handle was closed onto the tissue, heard a loud crack. The stapler was not able to fire. The surgeon was able to push the green button but was not able to squeeze the handle. In order to resolve the issue and complete case, opened an additional handle. There was no patient harm. The patient outcome is alive, no injury.